Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set leakage at tubing event on (B)(6)2024. Infusion set has been used for 1 day. No further information available

Manufacturer narrative:
E1; patient city; (B)(6)patient country; (B)(6)